Event description:
It was reported that a patient underwent a partial nephrectomy procedure on (B)(6) 2015 and an absorbable hemostat was used in the tumour bed. Rep was present for the case, during which the product seemed to stop the bleeding, before closure. The patient was readmitted for bleeding following the surgery. It is not known exactly how long after the procedure when the patient was re-admitted post operative. The patient presented back in the emergency dept on the (B)(6) with haematuria, he had a blocked ureter, pseudo aneurysms, and required embolisation. He then presented again on the (B)(6) with macroscopic haematuria again, and required further embolisation. The dr said that it was difficult to know the cause of this, as it was a difficult case to start with, and the product did appear to work quite effectively during the surgery.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/23/2020. Corrected information: b1, b2, h1 ¿ this medwatch is not reportable by ethicon, inc. As the importer because this device was not imported into the USA. Therefore, this medwatch report is being voided.